Event description:
Boston scientific received information that this pacemaker was not successfully implanted due to setscrew issues resulting from using a competitor's torque wrench to secure leads. The patient is not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. This setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew was confirmed to exhibit signs of cross-threading. Additionally, the ra setscrew hex slot was cored out; showing evidence that a torque wrench was not fully inserted into the slot and was turned repeatedly. The pacing and sensing functions of the device were verified per automated testing.